Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated during initial testing. The device was put through extensive testing including calibration and outgoing system tests without duplicating the report. The flow screens were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 60-year-old male patient, the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.